Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "crack and leak in the hose. Occurred during use. The incident occurred between (B)(6) 2024 on a patient with brain tumor, mother discovers leak for the second time." It was reported a leak was discovered on two occasions. This report addresses the first occasion.

Event description:
It was reported, "crack and leak in the hose. Occurred during use. The incident occurred between (B)(6) 2024 on a patient with brain tumor, mother discovers leak for the second time." It was reported a leak was discovered on two occasions. This report addresses the first occasion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and the cause is currently under investigation. The product returned for evaluation was a 20ga x 0.75" powerloc max infusion set. The returned product sample was evaluated and the following observations were made: the fracture surfaces of the damage contained striation-like patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and the cause is currently under investigation. The product returned for evaluation was a 20ga x 0.75¿ powerloc max infusion set. The returned product sample was evaluated and the following observations were made: the fracture surfaces of the damage contained striation-like patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "crack and leak in the hose. Occurred during use. The incident occurred between 29.02.- (B)(6) 2024 on a patient with brain tumor, mother discovers leak for the second time." It was reported a leak was discovered on two occasions. This report addresses the first occasion.

Event description:
It was reported, "crack and leak in the hose. Occurred during use. The incident occurred between 29.02.- (B)(6) 2024 on a patient with brain tumor, mother discovers leak for the second time." It was reported a leak was discovered on two occasions. This report addresses the first occasion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a powerloc max infusion set was returned for evaluation. An initial visual observation of the photograph showed an infusion set within a plastic bag. It was observed that the safety mechanism was engaged. Evidence of use was observed, but no damage could be observed on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.